Event description:
Per celestial adverse event report, high pacing thresholds and intermittent capture were noted on this lead. The lead was programmed off and crt therapy disabled to conserve battery life. There are no adverse pt events reported. Should additional info become available, this event will be updated.